Event description:
During a vein harvesting procedure, a ring-shaped piece detached from a balloon dissection cannula and fell into the pt. An additional incision, about 2cm longer was made to retrieve the ring found inside the pt. The pt was last reported in good condition.